Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported bad/no image issue could not be determined, however, the issue was likely the result of damage to the charged-coupled device, including disconnection due to stress from repetitive use, external factors, handling/mishandling, and or a faulty component on the circuit board. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.6 checking the function in combination with related equipment. Inspection of endoscopic images ¿ wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. Turn on the power of the video system center, light source, and endoscope monitor, and check the endoscope image according to the "attachment" and "instruction manual" for each. Adjust the amount of light to obtain a suitable brightness. Observe the palm of your hand to confirm that there are no abnormalities such as noise, blurring, or cloudiness. Confirm that the endoscopic image does not momentarily disappear when the endoscope is angled or the universal cord is shaken¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. In addition to evaluation in b5, due to deformation of video connector case, water tightness was lost. The adhesive on bending section cover had a chip. The video connector case had a crack. The video connector case was deformed. The light guide cover glass had a scratch. Label on light guide connector was peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, the hd endoeye laparo-thoraco videoscope displayed a bad video at startup. The therapeutic laparoscopic distal gastrectomy (ldg) was completed without delay using a replacement device. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: no image was displayed due to a damaged charge coupled device.